Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damaged noted to the keypad. All of the keypad buttons were observed to be responding intermittently to button presses. The keypad was removed and contamination was observed under all of the keypad buttons. Unrelated to the complaint, the display screen was observed to be faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, ok, and contrast buttons were under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.